Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained architect syphilis tp reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 67718be00, which contains the same bulk material as lot 67718be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 67718be01 was identified.

Event description:
The customer observed a false negative architect syphilis result for one patient with a history of syphilis treatment. The following data was provided: elisa syphilis 2.99 s/co, architect negative (0.2), trust positive. The customer confirmed that the patient has a history of syphilis treatment. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-77that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730.

Event description:
The customer observed a false negative architect syphilis result for one patient with a history of syphilis treatment. The following data was provided: elisa syphilis 2.99 s/co, architect negative (0.2), trust positive. The customer confirmed that the patient has a history of syphilis treatment. No impact to patient management was reported.